Event description:
It was reported that the surgeon performed a revision surgery due to the patient reporting post-operative pain. The patient was initially implanted with pedicle screws bilaterally at l4, l5 and s1 which were connected with heads, rods, and locking caps on (B)(6) 2013. The revision surgery was performed on (B)(6) 2014 due to two sets of screws becoming loose and two rods dislodging from the tulip head of the screw at s1. The surgeon replaced the rods, screws, heads and locking caps. The revision was successfully completed with no delay and no patient harm. This is report 8 of 8 for complaint (B)(4).

Event description:
From x-rays'' summary, it was reported posterior decompressions have been completed from l4 through s1. There are bilateral pedicle screws in place lateral to l4 and l5 vertebral body levels. There is no loss vertebral body height. There is minimal anterior spondylolisthesis of l5 on s1. No other misalignment of the vertebral bodies is demonstrated. The examination is otherwise unremarkable.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6) additional product code: mni. (B)(4). Device was used for treatment, not diagnosis. Placeholder.